Manufacturer narrative:
Investigation confirmed fault. Worn components replaced and device operates as expected.

Event description:
User reported failure of locking mechanism. There was no patient harm.